Manufacturer narrative:
Associated mdrs for this event: 3025141-2016-00007: plate follow up 1, 3025141-2016-00008: screw 1 follow up 1, 3025141-2016-00009: screw 2 follow up 1, 3025141-2016-00010: screw 3 follow up 1, 3025141-2016-00011: screw 4 follow up 1, 3025141-2016-00013: screw 6 follow up 1, 3025141-2016-00014: screw 7 follow up 1.

Event description:
Broken total wrist fusion plate was explanted on (B)(6) 2016.

Manufacturer narrative:
Associated MDR for this event: 3025141-2016-00007: plate, 3025141-2016-00008: screw 1, 3025141-2016-00009: screw 2, 3025141-2016-00010: screw 3, 3025141-2016-00011: screw 4, 3025141-2016-00013: screw 6, 3025141-2016-00014: screw 7.

Event description:
During the post op period, the total wrist fusion plate broke; the patient reported they were involved in a trauma. Explantation is required.